Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the customer experienced several high and low blood glucose readings within a 48 hour period. The customer reported seeing blood glucose values ranging from 36 mg/dl to as high as 353 mg/dl. When the customer experienced the blood glucose reading of 36 mg/dl, they were found unconscious by family and family treated the customer glucose gel. The customer treated the high blood glucose reading with the insulin pump and the low blood glucose reading with glucose gel and juice. The customer contacted their health care professional regarding the high blood glucose values and the health care professional thought that maybe heat had an effect on insulin potency and encouraged the customer to change to a fresh vial. Previous bottle was not discolored when asked. The customer had issues with three infusion sets and did not find any kinks, nor air bubbles. The customer reported insulin stopped flowing when their finger was taken off of the act button. The customer stated they changed the set when blood glucose values did not go down. The insulin pump will be returned for analysis.